Event description:
It was reported by the clinician that regardless of the mode of "pattern trigger", the alarm "ECG detected during internal trigger" rang. After the event, the pump was exchanged to another pump (acat1). There were no patient complications reported.

Manufacturer narrative:
Follow-up report will be filed, if additional info becomes available.